Manufacturer narrative:
The communication issues noted with the ipg were found to be directly related to the placement of the device and the patient reported receiving good therapy from the system when it was connected. All original components remain implanted and in use.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. During the implant procedure the system was tested and returned good readings, however upon activation it was noted that the implantable pulse generator (ipg) was beyond the recommended depth for optimal communication. The patient experienced intermittent communication issues, causing inadequate pain relief from the system. Troubleshooting was attempted but unsuccessful. On (B)(6) 2024 a surgical procedure was performed to move the existing ipg to a new pocket that brought the device to a recommended depth for maintaining consistent communication with the external devices.